Event description:
The customer reported that after a few sealing cycles, the jaws would not open. It was necessary to cut and coagulate the surrounding tissues to remove the instrument. There were no other complication or injuries to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00562. (B)(4) unopened ls1037 instrument was returned for evaluation. The sample was returned still sealed in the sterile tray. The incident sample was not returned. A casual examination of the instrument revealed no damage. The jaws were not stuck shut. When the sample was latched closed the jaws aligned properly to each other. The knife extended and retracted normally when activated with the trigger. Covidien provides na online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficult in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered., reduce the bar setting.